Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated. The reported meter (lagu281s03462) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Inserted a new unsued batteries into returned meter and indicator lights did not flash. The meter did power on with button depression. Visual inspection of the returned battery revealed that it was the customer retunred a wrong batteries. The returned battery was too thin to make contact with the battery housing pins, and it would not power the meter. No malfunction or product deficiency was identified. Therefore, the issue was not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of xido optium neo meter is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.